Manufacturer narrative:
This report is being submitted to relay corrected data and additional information. Following review of the DHR, the lot number provided did not match the item/catalog number. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information at the time of this report.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated reports: 0002023141-2021-01247, 0002023141-2021-01247-1 and 0002023141-2021-01247-2. The products were returned and the reported event was confirmed following visual evaluation. Based on the evaluation, device malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or devices. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review for the lots (61700552 & 61688421) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Complaint history review was performed for the reported lot numbers (61700552 & 61688421) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Functional testing could not be performed since the products were fractured. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the devices. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period (severe bruxism). No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implants at tooth site #30 & 31 were removed due to fracture. Looseness was also reported.